Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due diligence attempts have been made to obtain additional information. At this time no additional information has been provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 : device remains implanted.

Event description:
Edwards received a call on the thv hotline from a field clinical specialist. As reported, a patient with a 9750tfx 26mm sapien 3 ultra valve, implanted in the aortic position for approximately 1 year and 4 months, underwent a balloon aortic valvuloplasty (bav). The patient was reported to be symptomatic with moderate paravalvular leak (pvl). The valve was post-dilated prior with a 25 true balloon and then with a 26mm true balloon. The patient was noted to have significant calcium at the annular level which appears to be outside the valve. A new 26mm s3ur thv was implanted, and then post dilated with a 26mm true balloon. Trace pvl was noted after implant.